Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report # 3005099803-2020-01699, MFR report # 3005099803-2020-01700 and MFR. Report # 3005099803-2020-01701). It was reported to boston scientific corporation that a navigator access sheath was used during an cystoscopy and ureteroscopy procedure in conjunction with a tria ureteral stent used in a stent placement procedure for stone management in the right and left kidneys, and right distal ureter performed on (B)(6), 2020 as part of the u0652 double-j registry clinical study. The cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys and right distal ureter. The procedure for the navigator access sheath was completed and the scope and the sheath were removed from the patient prior to the stents being implanted. The triaureteral stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, anticholinergic, nsaids and phenazopyridine at discharge. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on (B)(6), 2020, the triaureteral stents were successfully removed from the patient via retrieval line without any difficulty. Oral pain control was given to the patient. There were no new device implanted. On (B)(6), 2020, the patient was reported to be experiencing flank pain and was then diagnosed in the emergency room with urinary tract infection. The patient was given keflex. The event was considered to be resolved as of (B)(6), 2020. In the physician's assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent placement procedure, and the stent removal procedure, and a 'probable' relationship between the adverse event and the access sheath. The customer confirmed that the cause of the urinary tract infection is related to the cystoscopy and ureteroscopy surgical procedure that occurred before the stent implantation. Reportedly, the irrigation used in the procedure might have increased the likeliness of the infection. **additional information received on june 22, 2021** the relationship to the study device has been updated from "unlikely" by the site to "not related" for subject (B)(6) ae(1) with ae term urinary tract infection.

Manufacturer narrative:
Block g3: study: (B)(6). Block h6: patient code e2330 captures the reportable event of pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed. Block h11: updated b5 (event description) removed h6 patient code e1310 urinary tract infection.

Manufacturer narrative:
Report source: study: (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report # 3005099803-2020-01700 and MFR. Report # 3005099803-2020-01701). It was reported to boston scientific corporation that a navigator access sheath was used during an cystoscopy and ureteroscopy procedure in conjunction with a tria ureteral stent used in a stent placement procedure for stone management in the right and left kidneys, and right distal ureter performed on (B)(6) 2020 as part of the (B)(6) clinical study. The cystoscopy and ureteroscopy procedure was performed including basket extraction and stent placement for stones management for the stones located in the right and left kidneys and right distal ureter. The procedure for the navigator access sheath was completed and the scope and the sheath were removed from the patient prior to the stents being implanted. The tria ureteral stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, anticholinergic, nsaids and phenazopyridine at discharge. No issues were noted with the devices. According to the complainant, during the planned stent removal performed on (B)(6) 2020, the tria ureteral stents were successfully removed from the patient via retrieval line without any difficulty. Oral pain control was given to the patient. There were no new device implanted. On (B)(6) 2020, the patient was reported to be experiencing flank pain and was then diagnosed in the emergency room with urinary tract infection. The patient was given keflex. The event was considered to be resolved as of (B)(6) 2020. In the physician's assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent placement procedure, and the stent removal procedure, and a 'probable' relationship between the adverse event and the access sheath. The customer confirmed that the cause of the urinary tract infection is related to the cystoscopy and ureteroscopy surgical procedure that occurred before the stent implantation. Reportedly, the irrigation used in the procedure might have increased the likeliness of the infection.